Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30537664m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old male patient (70kg) underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. The patient suffered a pericardial effusion. This was discovered during routine post-ablation imaging with intracardiac echocardiography (ice). The patient did not have symptoms. A pericardiocentesis was performed, with 140ml of fluid removed. The patient is stable at this time. This adverse event was discovered after use of biosense webster, inc. Products. The physician¿s opinion on the cause of this adverse event was not sure. Patient outcome of the adverse event is that the patient was stable. The patient did not require extended hospitalization because of the adverse event. The patient¿s outcome was fully recovered. A transseptal puncture was performed with a brk needle. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. The event occurred post ablation. Irrigated catheter was used in the event and the flow settings: 8/15 ml, per instructions for use. No error messages observed on the biosense webster equipment during the procedure. The patient was hemodynamically stable at the time of this report. The effusion was discovered with the ice imaging after ablation was completed. Not sure if there was a perforation. It was confirmed with a soundstar catheter. Pericardiocentesis was performed 140 ml of fluid was removed. The tube was not left in place. The procedure had been completed. Presence of effusion was not checked prior to the procedure. Force visualization features used: graph, dashboard, vector & visitag with the visitag module parameters for stability: 3mm, 3s, 3g @ 25%, additional filter used with the visitag are unknown and color options: tag index. Max wattage used: 40, total lesions: unknown, total ablation time: 1h 10 minutes. Total fluid: 1600ml. Smartablate generator was used and the correct catheter settings were selected on the generator. The pump switching from low to high flow during ablation.